Manufacturer narrative:
(B)(4). Additional information received: the clip didn't come out and it was too tight to use.

Manufacturer narrative:
(B)(4). Date of event: only event date known: 2018. Batch # r92v6d. The following information was requested, but unavailable: please clarify: the user felt a sense of entanglement. Was the device difficult to fire? Were the clips coming out of the device sideways? Were the clips malformed or scissored when fired? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 5 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r92v6d, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was not firing. The user felt a sense of entanglement. There were no patient consequences.